Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber damaged at tip" @ 172,096 joules and 31:52 minutes of use. The fiber tip (cap) was cleaned during the procedure. The case was completed with a "turp". Patient outcome: "no injury."

Manufacturer narrative:
Device available for evaluation updated : device codes added device evaluated by manufacturer updated evaluation codes added product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the fiber cap exhibits devitrification and melted glass; the glass cap exhibits mild detritus buildup around the devitrification; there is some white unknown substance noted inside the distal end of fiber cap. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.